Manufacturer narrative:
Product investigation is in progress.

Event description:
I had the exact same problem... Tampons disintegrating [device breakage]. Case narrative: consumer reported via email that the tampons were disintegrating inside her. No injury was reported.

Event description:
I had the exact same problem. Tampons disintegrating [device breakage] . Case narrative: consumer reported via email that the tampons were disintegrating inside her. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.